Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Fse found a black screen on the left eye in surgeon side console (ssc) at system startup, and broken digital video interface (dvi) connectors. To resolve the customer issue, the left screen in the high resolution stereo viewer (hrsv) monitor of surgeon console was replaced and the personality module surgeon console (pmsc). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the products associated with these rmas and evaluated by the failure analysis (fa) team. Failure analysis confirmed the reported issue on the high resolution stereo viewer (hrsv) monitor. There was no video image with the left screen hrsv. The unit was found to have an electrical and fiber optic defect with the pca main board. The faulty component was repaired to resolve the issue. Failure analysis confirmed physical damage to the unit and also observed multiple electrical and fiber optic defects on the personality module surgeon console (pmsc). The faulty components were repaired to resolve the issue with the pmsc.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy surgical procedure, the customer noticed there was no image on the surgeon side console left eye. On 12-nov-2020, the following additional information was obtained: the issue was identified prior to starting - post-anesthesia and the ports were already placed when the issue occurred. The system was inspected prior to use; however, the endoscope was plugged in when the patient was in the operating room. The procedure (radical prostatectomy) was aborted. A delay of 40 minutes was incurred. The patient had his surgery the following day on (B)(6) 2020. There were no postoperative complications, no post-operative examination was performed and the patient's status was reported to be good.